Event description:
A dreamstation auto CPAP w/hum/ht/cell,dom device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Throughout the third-party service center assessment, the device underwent a visual inspection and was ultimately scrapped. The evaluation showed that the unit was of good quality with no rejection; however, it did not communicate. Additionally, foam particles were found inside the blower kit. Currently, no further investigation can take place. If any pertinent information arises, a follow-up report will be submitted.